Event description:
It was reported that the patient underwent coronary artery bypass grafting (CABG) surgery. Upon interrogation post operation the atrial lead failed to capture. X-ray confirmed the lead was dislodged. The lead was capped and replaced on dec 01, 2023. The patient is in stable condition.